Manufacturer narrative:
Evaluation summary: the product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records were reviewed and documentation indicates the product met release criteria. The root cause has not been identified. (B)(4).

Event description:
A facility representative reporting that during an intraocular lens (iol) implant procedure, the lens was partially inserted and then removed due to the cartridge not fully releasing. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the initial procedure was completed with a new iol.

Manufacturer narrative:
Evaluation summary: the customer indicated the use of a viscoelastic, which is not qualified for monarch cartridge use. The root cause may be related to a failure to follow the directions for use. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. (B)(4).